Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Reverse right total shoulder. Half of the thread broke off and stayed in glenosphere. Was able to get it off and product was reimplanted. Procedure was completed with no adverse consequence to the patient. Approximate delay of 10 minutes.